Event description:
It was reported that during a stenting treatment procedure stent damage and malapposition occurred. The 90% stenosed lesion being treated was located in the mildly calcified, mildly tortuous distal right coronary artery and ostial posterolateral artery. The physician predilated with a 2.0x15mm non-bsc balloon catheter, then deployed a 3.50x32mm promus element stent and a 2.5x16mm unspecified stent in the target lesion. Using the kissing balloon technique for postdilation, the physician advanced the 2.0x15mm non-bsc balloon catheter, however the catheter tip pushed the proximal end of the 3.50x32mm promus element stent causing stent damage. The 3.50x32mm promus element stent was malapposed. Then, a 3.5 nc unspecified balloon catheter was advanced for additional postdialtion, however after several attempts the stent remained malapposed. The procedure was completed by deploying a 3.5x12mm unspecified stent in the target lesion proximal to the 3.5x32mm promus element stent. No additional patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).